Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant, the pt showed signs of low cardiac output. The estimated flow was 3.9 lpm. A CT scan revealed that the inflow conduit was positioned toward the anterior wall and this was also confirmed by echo. The surgeon went to the operating room for reexploration and decided to support the pt with an rvad temporarily due to severe right heart failure. Due to massive adhesions around the apex, it was not possible to get proper access to maneuver the position of the inflow conduit. Approx 3 weeks later, a decision was made to exchange the pump due to the pt showing signs of hemolysis (elevated lactate dehydrogenase). The vad coordinator reported seeing a thrombus formation on the inlet bearing of the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the MFR for analysis and is currently in process. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.